Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 975385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and gestational diabetes. Concurrent conditions included abdominal discomfort, back pain, cholecystitis, fish allergy, cholelithiasis, diarrhea, migraine, chest pain, tenderness, rectal bleeding, hemorrhoids, epigastric pain, vomiting, shoulder pain, right upper quadrant pain, gestational diabetes, prediabetes, amenorrhea, delayed period, cyst, dizziness and uterine bleeding. Concomitant products included omeprazole for acid reflux (oesophageal), metformin since 2013 for diabetes, atenolol since 2014 for hypertension, macrogol 3350 (miralax) for pain abdominal and dysmenorrhea as well as diphenhydramine hydrochloride, oxycodone hydrochloride;paracetamol (percocet) and topiramate (topamax) since april 2018. On (B)(6)2009, the patient had essure inserted. In march 2010, the patient experienced abdominal pain ("pain abdominal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). On(B)(6)2012, the patient experienced nausea ("nausea"), 3 years 1 month after insertion of essure. In june 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On(B)(6)-2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2014, the patient experienced alopecia ("hair loss"). On (B)(6)2016, the patient experienced arnold-chiari malformation ("neurological conditions or problems type: arnold-chiari malformation type I"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant, salpingectomy,cholecystectomy, hysterectomy (full)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, arnold-chiari malformation, headache and gastrooesophageal reflux disease outcome was unknown, the abdominal pain, mood swings, alopecia and migraine was resolving and the nausea had resolved. The reporter considered abdominal pain, alopecia, arnold-chiari malformation, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2012, 3 coils were visible after release. Second coil was placed into left ostia and released per protocol. 3 coils visible post release. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on (B)(6)2013: results: normal.. Hysterosalpingogram - in november 2009: results: total bilateral occlusion. Ultrasound scan - on (B)(6)2013: results: no left adnexal mass seen.; on (B)(6)2013: results: stones, thickening and normal common bile duct.. Diagnostic results: on (B)(6)2013, chest x-ray revealed the heart was normal in size, and the hilar contours are unremarkable. The lungs are clear, showing no infiltrates, masses, nor pulmonary edema. There are no pleural effusions. No active disease seen in the chest. On(B)(6)2016, computerised tomogram head revealed no evidence of acute brain abnormality. Communicating fluid collections deep to the postsurgical skin staples. The deeper collection was posterior to the dura and between the rectus capitis muscles. The superficial fluid collection appears to follow the semispinalis capitis fascia. The adjacent muscle had irregular borders and marginal enhancement which is suspicious for abscess formation. (B)(6)2013 hysterosalpingogram clinical history: status post essure placement. Low pressure study to confirm coil placement and tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: medical record received. Reporter added. Lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 975385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and gestational diabetes. *on (B)(6) 2013, chest x-ray revealed the heart was normal in size, and the hilar contours are unremarkable. The lungs are clear, showing no infiltrates, masses, nor pulmonary edema. There are no pleural effusions. No active disease seen in the chest. On (B)(6) 2016, computerised tomogram head revealed no evidence of acute brain abnormality. Communicating fluid collections deep to the postsurgical skin staples. The deeper collection was posterior to the dura and between the rectus capitis muscles. The superficial fluid collection appears to follow the semispinalis capitis fascia. The adjacent muscle had irregular borders and marginal enhancement which is suspicious for abscess formation. (B)(6) 2013 hysterosalpingogram clinical history: status post essure placement. Low pressure study to confirm coil placement and tubal occlusion. Concurrent conditions included abdominal discomfort, back pain, cholecystitis, fish allergy, cholelithiasis, diarrhea, migraine, chest pain, tenderness, rectal bleeding, hemorrhoids, epigastric pain, vomiting, shoulder pain, right upper quadrant pain, gestational diabetes, prediabetes, amenorrhea, delayed period, cyst, dizziness, uterine bleeding and brain operation. Concomitant products included omeprazole for acid reflux (oesophageal), metformin since 2013 for diabetes, atenolol since 2014 for hypertension, macrogol 3350 (miralax) for pain abdominal and dysmenorrhea as well as diphenhydramine hydrochloride, oxycodone hydrochloride;paracetamol (percocet) and topiramate (topamax) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain abdominal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2012, the patient experienced nausea ("nausea"), 3 years 1 month after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced arnold-chiari malformation ("neurological conditions or problems type: arnold-chiari malformation type I"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant, salpingectomy,cholecystectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, arnold-chiari malformation, headache and gastrooesophageal reflux disease outcome was unknown, the abdominal pain, mood swings, alopecia and migraine was resolving and the nausea had resolved. The reporter considered abdominal pain, alopecia, arnold-chiari malformation, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, 3 coils were visible after release. Second coil was placed into left ostia and released per protocol. 3 coils visible post release. Removal date provided as: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on (B)(6) 2013: results: normal.. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2013: result: not reported. Ultrasound scan - on (B)(6) 2013: results: no left adnexal mass seen.; on (B)(6) 2013: results: stones, thickening and normal common bile duct.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy and gestational diabetes. Concurrent conditions included abdominal discomfort, back pain, cholecystitis, fish allergy, cholelithiasis, diarrhea and migraine. Concomitant products included omeprazole for acid reflux (oesophageal), metformin since 2013 for diabetes, atenolol since 2014 for hypertension, macrogol (miralax) for pain abdominal and dysmenorrhea as well as topiramate (topamax) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain abdominal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2012, 3 years 1 month after insertion of essure, the patient experienced nausea ("nausea"). In june 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On 23-mar-2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced arnold-chiari malformation ("neurological conditions or problems type: arnold-chiari malformation type I"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant, salpingectomy,cholecystectomy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, arnold-chiari malformation, headache and gastrooesophageal reflux disease outcome was unknown, the abdominal pain, mood swings, alopecia and migraine was resolving and the nausea had resolved. The reporter considered abdominal pain, alopecia, arnold-chiari malformation, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012, 3 coils were visible after release. Second coil was placed into left ostia and released per protocol. 3 coils visible post release. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram - on (B)(6) 2013: normal. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion ultrasound scan - on (B)(6) 2013: no left adnexal mass seen.; on (B)(6) 2013: stones, thickening and normal common bile duct. On (B)(6) 2013, chest x-ray revealed the heart was normal in size, and the hilar contours are unremarkable. The lungs are clear, showing no infiltrates, masses, nor pulmonary edema. There are no pleural effusions. No active disease seen in the chest. On (B)(6) 2016, computerised tomogram head revealed no evidence of acute brain abnormality. Communicating fluid collections deep to the postsurgical skin staples. The deeper collection was posterior to the dura and between the rectus capitis muscles. The superficial fluid collection appears to follow the semispinalis capitis fascia. The adjacent muscle had irregular borders and marginal enhancement which is suspicious for abscess formation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- pain abdominal, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, arnold-chiari malformation type I, headaches, migraines, acid reflux, abnormal bleeding. Reporter information, concomitant drug, lab data were added. & essure insertion date were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.